Manufacturer narrative:
An evaluation by a ge rep was not done because customer cancelled service call.

Event description:
It was reported the system was generating communication failure error messages. No patient injury was reported.